Event description:
Event: premature deployment of contralateral attachment system. Event narrative: there was difficulty inserting the device due to the pt's anatomy. Sheathless technique was attempted but was unsuccessful. The device was inserted into the body and snared atleast four different times. The device was finally inserted into the body utilizing an ancure sheath. During positioning of the contralateral limb for deployment, the contralateral capsule was observed to be partially retracted, with the torque catheter not fully engaged to the contralateral capsule. The torque catheter was removed and contralateral wire was pushed up to recapture the hooks. Difficulty was encountered pulling the limb down to the left common iliac. A .018 wire and balloon were utilized to pull the contralateral wire down to the left common iliac and deploy the contralateral attachment system. The pt loss approximately 1000 cc of blood and was administered a cell saver. The pt was kept on ventilation over the weekend due to low hematocrit.